Event description:
Within the product bydureon, there is a device called a vial connector that is used to reconstitute the medication. When this was opened for use, the vial connector was damaged. The spike was bent at a 90 degree angle. This has happened before about 6 months ago. Manufacturer response for set, i.v. Fluid transfer, vial adaptor (per site reporter). Product being replaced.